Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the battery pack of the pulse lavage burst suddenly; the pulse lavage hadn't been opened yet. The surgery was completed with another device. Additional information provided on jun 9, 2016 stated that the event occurred during cleaning after surgery. The pulsavac was already used (and the package was opened) before the pack exploded and the cable was cut after the surgery. The product was not in the sterile field when the battery pack exploded as the surgery was complete.

Manufacturer narrative:
The production trace lot number was not reported and is unknown. The device history record (DHR) review could not be performed. On jun 2, 2016 a single battery pack was returned. The grey electrical cable had been severed and the batteries had a catastrophic electrical short resulting in the expulsion of several anodes. Functional testing of the battery pack and/or batteries was not possible due to the anode expulsions. The customers reported event was that after surgery, electrical cable from the battery pack was cut away and the battery pack started to smoke and melt. The information provided and the condition of the battery pack confirms the customers reported event. The instructions for use (IFU) lists several situations that can cause a major electrical short in the battery pack. Historically though, the most prevalent cause for the battery pack exploding is due to severing the electrical wire from the battery pack to the hand-piece. Cutting the wire with the batteries still in place can cause catastrophic electrical short initiating anode expulsions of the batteries. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings by the customer. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The IFU explicitly states: warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do not submerge the battery pack in liquid. Additionally, the tyvek lid for the individual pulsavacs devices states: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do no submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. Recommended actions: with the initiation of the CAPA, no additional internal zimmer actions are warranted at this time.